Event description:
Patient reported an alleged "leak' with a lap-band device. The surgeon performed an adjustment fill to confirm the leak, and about a week later the patient felt no restriction. The "fluid leaked out." Additional information provided by the health professional reported the band was "not holding fluid" and the surgeon could see "blue coloring" coming out of the taper tubing junction, a "1/2 inch away from the port." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."